Event description:
According to the reporter, during the laparoscopic robotic assisted living donor nephrectomy, while on transection of the renal artery, there was poor staple formation. It was mentioned that the staple line was complete on specimen side (kidney); but on two reloads, the staple line was incomplete centrally with bleeding (patient side/aorta). Renal artery was clamped, attempted to use (ras) robot assisted vessel sealer and endoscopic clip. Unsuccessful with either attempt so the case was converted to open. The estimated blood loss (ebl) blood loss was four liters. Mtp (massive transfusion protocol) was put in place with transfusion of nine units of blood. Bleeding was controlled with clamp and suture. The surgical time was extended for five hours. There was tissue damage as a result. The incision was extended for more than 1 inch. The patient had to be intubated. The event has lead to or extend patient hospitalization.

Manufacturer narrative:
D10 concomitant product: sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#: n3c0647uy); sigpshell, sig power sigpshell control shell (lot#: n3h2197y); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: c18abj1322); sigphandle, sig power sigphandle handle (serial#: (B)(6)) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.